Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that the needle is bent when the shield is removed. All returned syringes were examined and 2 out of 5 samples exhibited a bent cannula. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause is user related. The cannula bent during use of the product by the customer.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328438 batch, no: 0132200. It was reported that the needle is bent when the shield is removed. Also, the needle hub separated and stayed inside of the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328438, batch no: 0132200. It was reported that the needle is bent when the shield is removed. Also, the needle hub separated and stayed inside of the shield.